Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The system was calibrated. Error is being caused by power in surgery room. Error does not occur in radiology room. Suggested that customer invest in an uninterruptible power supply. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 reported low ma errors. Screen goes from white to black. System reset to recover. There was no adverse pt involvement reported. There was no pt info reported.